Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review and initial functional testing. The root cause was due to be the driveshaft not being in "home position". To remedy the fault, the service technician rotated the driveshaft back to the "home" position, after which the platform passed all the final functional testing. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. No physical damage was noted during visual inspection. The archive data review indicated multiple ua 45 on the reported event date of (B)(6) 2017. The encoder shaft was out of speciation. The platform failed the initial functional testing due to the error message ua 45 was displaying upon powering on the platform. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, it is not clear how long autopulse provided compression. Manual CPR was performed prior to autopulse deployment and at the time of autopulse stoppage. Rosc was not achieved by the combination of mechanical and manual CPR. Because the conversion to manual CPR was quick and was available when autopulse stopped and during trouble-shooting, the patients' outcome was not negatively impacted by the interruption. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
(B)(6) fire rescue responded to a 911 call for a patient in cardiac arrest. When the crew arrived, bystander CPR was being performed along with ventilations via bvm (bag-value -mask) by the excel rehab staff. The patient has no palpable carotid pulse and the quick pads were applied. Manual CPR was initiated until the autopulse was ready. The patient was placed on the platform and the platform was deployed without any issue. At unspecified time, the platform displayed error message user advisory ua 45 (not at "home" position after power-on/restart). The customer then reverted to manual CPR. Patient subsequent pulse checks were all asystole. Rosc (return of spontaneous circulation) was not achieved. The patient's death was not attributable to the zoll device.